Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent was inadvertently implanted. The 70% stenosed target lesion was located in the long and diffused left anterior descending artery. Three non-bsc stents were implanted and then a synergy stent was also implanted. The physician intended to post dilate the synergy with an nc emerge balloon, however, an omega stent was inadvertently pulled from the shelf and implanted inside the synergy stent. The omega stent was placed on the nc emerge shelf because the packaging is similar in color. The mix-up was noticed at the close of the procedure. There were no patent complications and the patient status was stable.